Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the pump was delivering accurately and the total daily delivery correctly reflected the user programmed basal rates. No alarms related to the complaint were found in the pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient claimed that her blood glucose has been in the 300-400 mg/dl range for the past week. The patient reportedly was treated also with insulin via syringe but the elevated blood glucose did not abate. During the call to animas, the patient's blood glucose reading was "hi," above 600 mg/dl. There was no report of symptoms or medical intervention associated with this incident. The animas representative performed troubleshooting to evaluate the animas pump and to assess the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. The patient was advised to consult with her healthcare provider for further assistance. This complaint is being reported because the patient had hyperglycemic blood glucose above 600 mg/dl while she was on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.